Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient was seen at a routine follow-up visit where it was noted that the aneurysm had grown from 5.2 cm in diameter one year ago to currently 6.5 cm. During the evaluation there was no visible endoleak seen and the aneurysm growth was attributed to endotension. The physician however, decided to reline the talent bifurcated stent graft. An endurant aortic cuff was placed proximally a little higher in order to gain apposition with the vessel. By doing this a left accessory renal artery was intentionally covered. Then two endurant iliac limbs were implanted with each one extended 1 cm into the newly implanted endurant cuff. This was done in order to strengthen the original talent bifurcated stent graft. There was still no endoleak seen and the decision was made to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement), patient¿s condition affected effectiveness of device (endotension). Conclusions: inherent risk of procedure (aneurysm enlargement), device failure related to patient condition (endotension).